Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 06/2023).

Event description:
It was reported that during an angioplasty procedure through left groin region, the pta balloon allegedly ruptured circumferentially. It was further reported that balloon was allegedly detached and travelled to pulmonary artery. Reportedly fragments are snared. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One photo was provided and reviewed. The photo shows the detached portion of the atlas gold balloon in a liquid-filled container. No other specific anomalies and no evidence of balloon rupture noted. Therefore based on the photo review, the reported detachment of balloon is confirmed. However, the reported circumferential balloon rupture is inconclusive. A definitive root cause for the alleged circumferential balloon rupture and detachment of balloon could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure through left groin region, the pta balloon allegedly ruptured circumferentially. It was further reported that the balloon was allegedly detached and travelled to pulmonary artery. The detached balloon was retrieved via a snare. There was no reported patient injury.